Event description:
The company was informed that the patient is experiencing sound quality issues. The patient's device reportedly had open electrodes. Programming adjustments were made, however this did not resolve the issue. On (B)(6) 2012, the patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.